Event description:
The customer reported that "I have just been informed of a problem with the black inner part of the american handle ref 1806-0099".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note corrections to sections d9/h3; the device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The customer reported that "I have just been informed of a problem with the black inner part of the american handle ref (B)(4).